Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient's battery stopped working and they wanted to know if they needed a replacement or if they could troubleshoot over the phone. No further complications reported.

Manufacturer narrative:
Correction: was missing the UDI field and was listed as asku. It has been corrected in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has had problems with the ins. The patient stated that they have had problems for a year now. The ins moves around and flips. The patient stated it is to the point where they cannot charge and it takes a long time. The patient stated twelve hours and they cannot charge. The patient stated it is difficult to charge, the battery does not stay still. The patient stated that they have not charged. The battery has been dead since a month or so ago. The ins moving started in the past year along with the difficulty charging. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: the report source of the third supplemental report should be company rep not the consumer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is unable to charge. The rep reported the patient is in overdischarge because he has not charged for a year and a half. The patient stated he stopped charging because he would charge for 8 hours and only get to 25%, and it would then stop charging. The patient said his ins has been flipping in the pocket for about two years. The patient also reported that he will intermittently feel "burning" at the ins site. It was reviewed with the patient that these issue are likely related to their ins flipping. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the patient not being able to recharge past 25% wasn¿t determined, but the patient said he only tried to charge for a couple hours at a time, it would take longer than 4 hours to charge to full. The rep reported that the cause of the burning at the ins site was not determined. The rep reported that they tried to jumpstart the battery in office, but it didn¿t work. The patient reported that the issue had not been resolve and that the patient would have to have a replacement. No further complications were reported.